Event description:
Initial results for a patient tsh and t4 were 0.049 uiu/ml and 0.560 ug/dl. When repeated, the results were 3.46 and 9.17 respectively. The incorrect results were not used to guide patient therapy. The field service representative was unable to determine a cause for the discrepant results.